Event description:
On 09-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 455 mg/dl following a supply change earlier in the day. The user performed an additional set change and continued insulin delivery, after which glucose levels began to decrease. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.